Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "the attachment where the extractor attaches to the stem guide of the difficult primary tray broke off." Clarification of the reported event indicated that the actual nipple within the guide which allows extracting or impacting broke.